Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported inability to open the clip to invert. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report inability to open the clip. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An ntw clip was inserted, but while in the left ventricle (lv), the clip was unable to invert. However, the physician was able to grasp both leaflets and the clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.